Event description:
The user facility reported that while an employee was removing a container of steris 20 sterilant concentrate from the box the sterilant container ruptured subsequently getting contents from the s20 container on her lower torso and upper legs causing redness to the skin; no blistering occurred. The employee showered at the user facility site then went to urgent care and the emergency room where no further treatment was administered. The employee returned to work and is fine with no sustaining injuries.

Manufacturer narrative:
The customer reported that their sterilant had been stored in an area that did not meet the labeled storage conditions for the steris 20 sterilant concentrate. The facility reported that due to a mechanical failure of their hvac system, the s20 containers were exposed to high temperatures not within our specifications. The operator manual states (2-10), "store upright in a cool, dry place. Avoid exposure to extreme conditions such as heat, moisture, sunlight or contaminated substances". Steris service technician found that an additional six steris 20 sterilant concentrate containers showed signs of swelling and proceeded to dispose of them. Steris service technician reviewed the proper handling and storage of steris s20 sterilant concentrate with the user facility who indicated to the technician their understanding.